Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed 1870 error codes. To further investigate, a functional test was conducted. Customer's reported problem was confirmed. Pump was found to be displaying "1870" error code message on power up when batteries are inserted and when a prime key button is pressed during the investigation. The root cause was determined to be the motor. The faulty motor will be replaced.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1870. The malfunction occurred during testing.